Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that it was contaminated. There was no patient involvement or patient harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.